Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced infection. The implantable cardioverter defibrillator was explanted. Patient was stable before, during, and after procedure.